Event description:
It was reported there was a loss of therapeutic effect. It was noted all of a sudden the patient's symptoms returned. It was also noted that sometime last week the patient's movements became more 'jerky.' It was noted the patient had a programmer but had never used it. Caller was wondering whether the implantable neurostimulator (ins) needed to be replaced. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v280352, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# v265979, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and was doing well.

Manufacturer narrative:
(B)(4).